Event description:
It was reported that the incision for the patient¿s implantable neurostimulator (ins) was infected. The patient was not able to adjust stimulation, but it was reviewed that the upper limit was reached. Follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Product ID 3889-28, lot# va0q84e, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).